Event description:
It was reported that the user believed the ilet was delivering too much insulin and experienced prolonged low glucose, with lows treated using oral glucose such as juice; the event was associated with incorrect meal announcements during the device learning period, a usage issue linked to the user interface. The user reported improved understanding of meal announcements and device learning following education and troubleshooting. Symptoms included hypoglycemia with a nadir of 45 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.